Manufacturer narrative:
(B)(4). Device evaluation by manufacturer a spiroflex catheter with a power pulse attached to the device was returned. Inspection revealed numerous kinks in the shaft, with shaft damage (holes) at 9 cm, 10 cm, 11 cm, 30 cm, 59 cm, and 62 cm from the tip of the device. During functional testing, water was spraying from the holes in the shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that loss of aspiration occurred. Spiroflex® was selected to treat the right coronary artery. The catheter was primed and during aspiration only 1 cc was aspirated. The catheter was removed, primed again and reinserted. Aspiration was initiated but was only able to aspirate 1 cc. The physician decided to abort using the angiojet and completed the procedure with direct stenting. No patient complications were reported and the patient was fine.